Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory the returned pacemaker was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this pacemaker was part of a system revision due to fungal infection. There were no additional adverse patient effects reported. The pacemaker was explanted.